Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient had inaccurate cgm values 4 days after the sensor was inserted in the arm. On (B)(6) 2024, the patient was at home and was feeling dizzy. Thinking that she needed to eat her breakfast, the patient ate a sandwich and orange juice. After eating the patient was still feeling dizzy and experienced a headache. The patient reported that the cgm readings were ¿all over the place.¿ it was reading 251 mg/dl, suddenly it decreased to 152 mg/dl, 70 mg/dl and then 60 mg/dl and there was no bg taken. She called her doctor and was advised to go to the emergency room. The patient called her husband to take her to the emergency room. At the emergency department, they took a bg reading of 82 mg/dl, and no cgm reading was reported. The second bg taken was 85 mg/dl, no cgm reading reported and the third one was 93 mg/dl and the cgm reading was 117 mg/dl. They performed a CT scan because of the severe headache. The patient was treated with IV fluids, liquid tylenol. She was discharged after 3 hours. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the a zone of the parkes error grid prior to the CT scan. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.